Manufacturer narrative:
The investigation of the reported event has finalized. The device logs were downloaded and evaluated. No parts were returned. The device technical logs confirmed the two technical error codes reported. As a result of these technical errors, the control printed-circuit (pc) board and the inspiratory pressure transducer printed-circuit (pc) board were replaced. The replacement of these pc boards are in accordance with the instructions of the service manual when the reported technical error codes occur. After successful functional and safety tests, the ventilator was returned back for clinical use. The replaced pc boards were discarded and therefore not available for further investigation. The root cause for the reported event could not be determined from this investigation as a result.

Event description:
(B)(4).

Event description:
While reviewing the ventilator's logs for a recent and unrelated complaint for the ventilator in this report, two technical error codes were discovered within the logs. One technical error indicated a communication failure between the breathing and monitoring sub-systems. The other technical failure indicated a control printed-circuit board (pcb) failure during start-up. Patient involvement is unknown at this time. (B)(4).